Manufacturer narrative:
Additional information received indicated the patient has not been into the clinic and no troubleshooting has been performed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were exhibiting low shocking impedance measurements less than 20 ohms. Pacing impedance measurements were within normal limits. The patient planned to brought in for additional troubleshooting at a date in the near future. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Additional information received indicated the patient was checked in office and pacing impedances were within normal limits. The physician planned to schedule the patient for a non-invasive programmed stimulation (nips) testing at a date in the future.